Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was scheduled for a revision due to a lumbar wound. The pt had a bump in the middle of her back. During the revision, the bump was identified as an abscess on the stitch from the previous implant. The physician cleared it out and the pt is reportedly doing well.